Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard.

Event description:
The following was reported to hamilton medical ag: summary:ventilator hanged during start up and gives technical event 483007.

Event description:
The following was reported to hamilton medical ag: summary: ventilator hanged during start up and gives technical event (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard; replace mainboard. Hamilton medical ag complaint number: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.